Manufacturer narrative:
### A supplemental report is being submitted for an update to the product event summary and annex c , d and g codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event involving bat600011 has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial or lot#: bat600011 h6: img code(s): g02002 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of bat220236's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of bat220236 and bat600011 revealed that the batteries passed visual inspection. Functional testing of bat220236 revealed that the battery was not able to charge or discharge properly. Further testing revealed that one of the cell pairs was not able to hold charge as expected. Internal inspection revealed a lifted cell weld on one of the cell pairs. The lifted cell weld prevented the battery from charging to 100%, thus confirming the reported event involving bat220236. Functional testing of bat600011 revealed that the battery was unable to charge or provide power. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit, rendering the battery inoperable. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish the battery's functionality. Further investigation using a representative sample revealed that the reported event can be replicated by exposing the battery to electrostatic discharge (esd). As a result, the reported event involving bat600011 was confirmed. The most likely root cause of the reported event involving bat220236 event can be attributed to a lifted cell weld. Based on an investigation conducted un der scar2016039, the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. Even though this scar is closed, bat220236 falls within the bounds of this scar. The most likely root cause of the reported event involving bat600011 can be attributed to an esd event resulting in a fault of the integrated circuit that controls the battery. Additional products: brand name: heartware ventricular assist system ¿ battery. Model #: 1650, catalog #: 1650, expiration date: 31-may-2019, serial #: (B)(4), UDI #:(B)(4), device available for evaluation: yes, return date: 09-nov-2020. Device evaluated by MFR: yes. Dev rtn to MFR? Yes. Mfg date: 16-may-2018. Labeled for single use: no. (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Two batteries were returned to the manufacturer because they were not charging. The batteries subsequently tested out of specification during manufacturer¿s analyses. No patient complications have been reported as a result of this event.